Manufacturer narrative:
Please note the correction to d3. The reported event could not be confirmed since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A functional inspection, performed by the operations department in japan, was ¿unable to reproduce the reported event and confirmed that there were no functional problems, so the product will not be returned.¿ it was confirmed the patient had strong osteosclerosis which could have caused deflection of the drill. Investigation results revealed no deficiency with the device. Based on investigation, the root cause was attributed to a patient related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when drilling into the distal lag screw hole, the drill interfered with the nail and could not be drilled. The proximal lag screw hole could be drilled without any problem, and the lag screw was inserted. In addition, two proximal transverse screws were inserted, and proximal fixation was completed."

Event description:
As reported: "when drilling into the distal lag screw hole, the drill interfered with the nail and could not be drilled. The proximal lag screw hole could be drilled without any problem, and the lag screw was inserted. In addition, two proximal transverse screws were inserted, and proximal fixation was completed.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.